Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via product surveillance registry. The catheter revision date was (B)(6) 2016. A catheter access port (cap) contrast study on (B)(6) 2016 was "abnormal ¿ unable to aspirate". The event outcome was reported as ¿resolved without sequelae (B)(6) 2016¿.

Event description:
Additional information was received from a healthcare professional via product surveillance registry. It was reported the device issue was suspected and hence the catheter evaluation was completed on 2016-may-23 to rule out pump over infusion. Catheter evaluation reflected normal. The catheter revision was ordered on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8711, lot# j0058206r, implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was received from a healthcare provider via a post-market product surveillance registry regarding a patient receiving compounded baclofen (2,000.0 mcg/ml) at 410.2 mcg/day, fentanyl (1,500.0 mcg/ml) at 307.6 mcg/day, and bupivacaine (10.0 mg/ml) at 2.051 mg/day via an implantable pump for intractable spasticity, non-malignant pain, and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2016 the patient reported right lower extremity and right ankle pain. During intrathecal medication aspiration from the pump, 11.3 ml was expected, but 10.5 ml was aspirated. The patient had pain in the pump pocket secondary to a pocket seroma. The event resulted in an unscheduled clinic or office visit. A catheter access port (cap) contrast study on (B)(6) 2016 was normal. Fluoroscopy the same day revealed a normal catheter tip at t12. On (B)(6) 2016 medications were administered and a catheter revision was ordered. The event was considered possibly related to the device or therapy and not related to the implant procedure. The event was considered ongoing.

Event description:
On 2016-dec-23, additional information was received from a healthcare professional (hcp) via a product surveillance registry (psr). It reported the pump was re-programmed on (B)(6) 2016. The patient was receiving compounded baclofen (2,000 mcg/ml at a dose of 364.8 mcg/day), fentanyl (1,590.0 mcg/ml at a dose of 290.0 mcg/day) and bupivacaine (10.0 mg/ml at a dose of 1.824 mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.